Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2019. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked at the connection of the clearlink set and the closed system transfer device (ctsd). The clearlink set was part of a set- up being used to deliver paclitaxel and nacl infusion to a patient with an infusion pump in the inpatient oncology. Primary infusion of sodium chloride (nacl) was attached at the lowest y-site on the clearlink continu-flo solution set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.